Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to urethral atrophy causing incontinence. It was noted that the cuff was too loose. Surgical intervention was performed to explant the aus and implant a smaller cuff. There were no additional patient complications reported.